Manufacturer narrative:
(B)(4): device #1. Although requested, the device has not been received yet. A f/u report will be submitted once the device has been received and a failure investigation has been completed.

Event description:
Received report that a nurse in picu experienced blood spraying back after disconnect. No harm to pt. Clinician reported blood sprayed from pt into eye. Clinician reported event to occupational health. No add'l info was provided.